Event description:
During routine testing of the device at the service center, the quality engineer reported that there were intermittent connection due to an auxiliary printed circuit board assembly oxide issue. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.